Manufacturer narrative:
The lot number is unk therefore, the date of manufacture can not be determined. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report. Info has been added to the database for trending purposes.

Event description:
The customer reported that when the cuff pressure was checked by the nursing staff, it was fully deflated and could not be inflated, therefore the tracheostomy tube was changed by the ear nose throat doctor.